Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the pulse wire between the distribution node and the rear-2 wire therapy electrode. The cause of the non-funcitonal tes is the open pulse wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's ecgs were non-functional.